Event description:
It was reported the patient's ipg is causing pain at the pocket site and back due to protrusion. The patient may see a surgeon to discuss the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.